Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose. Customer felt bad and treated by eating and did not want to troubleshoot. The blood glucose reading was 45mg/dl. Customer also mentioned she was having issues with sensor glucose and blood glucose. Nothing further reported.